Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000131764.

Event description:
It was reported that the patients lead had migrated which was confirmed via x-ray, as a result the patient was experiencing ineffective therapy. Surgical intervention took place on (B)(6) 2024 where the lead was repositioned to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. Correction - section d10 - medical product correction. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.